Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The customer state the pump is not sounding the alarms and notes they have not received an alarm for 3 weeks. Troubleshooting was performed and the customer states there was a beep. However the customer states there is not audible difference between 1 and 5. The insulin pump will be returned for analysis.